Event description:
It was reported that the customer had a crack on the insulin pump. Customer stated that her blood glucose level was 106 mg/dl. Customer stated that she received care from the paramedics regarding a low blood glucose level she experienced and in the process, her pump was cracked. Customer stated that there is a crack along the threading at the top of the reservoir compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for a low blood glucose level. Customer mentioned that she was treated with a glucagon shot by the paramedics when she had a low blood glucose level. Customer's blood glucose was 42 mg/dl. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, cracked reservoir tube, minor scratches on the display window and cracked case near display window corners, noted during the visual inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.